Manufacturer narrative:
The revision reported was likely the result of either cross-threading or incomplete seating of the reverse torque defining screw allowing it to back out over time, which led to the humeral adapter tray disassociating from the humeral stem and joint instability.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Pending revision due to instability.